Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would no longer power on. There was no patient use associated with this event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the ui to stack flex cable was detached from the boardstack. The cable was reseated to resolve the issue. After observing proper device operation through function and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would no longer power on. There was no patient use associated with this event.